Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer is requesting for a blank main pcb (printed circuit board) and eeprom (electrically erasable programmable read-only memory) for replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that while the vela ventilator was running low pip (peak inspiratory pressure), high rate, low ve (minute ventilation), and xdcr (transducer) fault occurred. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.